Event description:
Customer reportedly received a result of 157 mg/dl and a result "in the 90's" mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation, and the lot number was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.